Event description:
On (B)(6) 2020, this patient underwent a 2 debranch tevar to treat an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. Reportedly, a small proximal type I endoleak was observed during the procedure but the physician elected to monitor it, and the procedure was completed. On an unknown date, distal migration of approximately 2cm and a continued proximal type I endoleak was observed. On (B)(6) 2022, an additional stent graft was placed at proximal side of the device. The patient tolerated the procedure. The physician reported that there was a space at the greater curve side and the device might have gradually moved.

Manufacturer narrative:
H6: code 213.